Event description:
It was reported that the customer had a crack around battery compartment of the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient was not in vehicle accident. The insulin pump was not being used by patient. The patient was advised that insulin pump will be replalced.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)